Event description:
It was reported that following the implantation of an elevate posterior graft for hysteropexy and rectocele repair, the patient experienced moderate de-novo difficulty emptying bladder. The indwelling foley catheter was reinserted "after experiencing urinary retention" and she was discharged from the hospital with a foley. The patient returned to the urogynecology clinic and "passed retrograde voiding trial." She returned home without a urinary catheter. The event was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.